Manufacturer narrative:
The insulin pump was received with missing segments or clear horizontal line on lcd glass due to cracked zebra connector on the lcd board. The insulin pump passed self-test, a21 test and all operating currents were normal. No unexpected low battery or off no power alarm noted during our testing. The insulin pump function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted and the motor was tested outside the device and passed motor test. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was advised the insulin pump needed to be replaced. The customer's blood glucose was 280 mg/dl. The insulin pump will not be returned for analysis.